Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was successfully implanted. A few hours post-procedure, the patient sustained hemodynamic changes for which a pericardial effusion was discovered. A pericardiocentesis was performed, which successfully removed 500 cc of fluid. The patient stayed overnight as planned and was discharged home the following day.